Manufacturer narrative:
Conclusion: could not duplicate the problem seen by the customer, likely the increased stim was due to the mode it was in.

Event description:
Pt reported that she has a burn on the back of her neck using the tens device.